Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2014 lsi solutions received a medwatch report from the FDA ((B)(4)) initiated from (B)(6) hospital and medical center in (B)(6). The event occurred during cardiac surgery on (B)(6) 2014 involving the cor-knot elite technology and reported the "cor-knot device would not release metal band. Eventually after manipulation of the device it did release, but also cut through one of the valve securement sutures which then needed to be replaced." The surgeon is a very experienced user of the product. They reported no harm to the patient. The device was received by our facility on (B)(6) 2014, decontaminated and evaluated by a senior engineer using routine protocol. The device performed within normal limits except it was somewhat difficult to load and the crimped titanium knot (fastener) release force was more than usually seen, but still within our current specifications. The returned device provided above usp standard knot strength and crimped suture as intended. Based on this information, this is not a malfunction of the device. When using some types of aortic prosthetic replacement valves with narrower integrated sewing rings in tightly confined pathologic proximal ascending aortas, use of the purple tipped (slightly larger diameter) cor-knot elite devices may result in more challenging crimped titanium fastener release, especially when used by less experienced surgeons. To release the crimped titanium fastener, the device tip must be moved relative to the fastener. Where the device tip is held very tightly at the fastener placement site, the fastener can simultaneously move along with the surrounding tissue, prosthetic material and the device tip. Under these conditions, movement of the device does not change the location of the fastener relative to the device tip. Therefore, the fastener is not as readily released. Rotation of the device about the axis of its shaft typically enables easier fastener release as described in the labeled instructions. Lsi management recognizes that these devices need to be further refined to ensure very easy fastener release even under more challenging operative conditions. Design optimization and manufacturing process enhancements are currently underway to better ensure the ease of crimped titanium fastener release. While more experienced surgeons can use the titanium fastener release techniques described in the labeling, all surgeons can at their discretion select a smaller cor-knot standard device for securing prosthetic valves in more confined, narrower spaces.